Event description:
Healthcare professional reported injecting a patient with 1 cc of juvéderm® volbella® xc, 3 cc of juvéderm® voluma® xc, and 2 cc of juvéderm® volux¿ xc into the jowl and pre-jowl area. Two months later, the patient began to experience swelling in the pre-jowl area, "no fever, just sore, red and tender". Hcp prescribed augmentin. Patient was seen by the hcp ten days later where they injected the patient with 2.5ml of hylenex and another 7 days of augmentin. Four days later, patient was injected with another 3ml of hylenex. Eleven days later, the patient was injected with another 2ml of hylenex to the left side and 1 cc to the right side "that had just started appearing nodules". Symptoms are ongoing. This is the same event and the same patient reported under patient identifier: (B)(6) ((B)(4)) and (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® voluma® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data:a2, a3a, a5, a6, b5,h6, h8.

Event description:
Previous medwatch submission noted inflammatory nodule. Upon further information, additional information provided juvéderm® volbella® xc was injected in the lips. There was no inflammatory nodule in the injected site of the lips.